Event description:
The facility reported a pump in which the front open switch does not work. This problem was identified prior to use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump in which the front open switch does not work was confirmed during product evaluation. Inspection of the device found the pump head module (phm) keypad to be inoperable causing the open key to not work. The phm keypad was replaced. The pump was tested and returned within specification.